Manufacturer narrative:
Evaluation summary: the insertion flexible tube (ift) has been replaced. Correction information: h6: coding changed, based on the investigation result.

Event description:
Bending rubber is leaky. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.